Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a doctor advised ICD was not able to be placed due to infection seen at the site of the electrodes and lifevest. There was no alleged device malfunction contributing to the irritation. A nurse reported antibiotics were prescribed for the irritation and lifevest was removed. Follow up indicated that the antibiotics were helping with the skin irritation.